Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. (B)(6). Device evaluation: complaint device was not returned for evaluation. The reported issue could not be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. During manufacturing process, all lenses are cleaned and inspected under 10x microscope magnification and defective devices are rejected.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the investigation results, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an ar40m intraocular lens (iol), haptic broke. No further information was provided.